Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001). The report number is being corrected from: 2124215-2018-62286 to: 2124215-2018-60896.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker displayed premature battery depletion. During a recent follow-up, the battery longevity displayed two years remaining. At the previous follow-up, however, the battery longevity displayed nine years remaining. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Device replacement was recommended. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because the pacemaker was returned and analyzed.